Event description:
The pump was returned for investigation. Investigation revealed a dim and faded display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 01/30/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: investigation revealed a dim and faded display screen. Unrelated to the complaint, a review of the black box revealed that the time and date defaulted to factory settings after a battery change on (B)(6) 2014. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).